Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that, during use, the device language suddenly changed to english. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Event description:
Philips received a complaint on the efficia dfm 100 defibrillator monitor indicating that during use the device automatically changed the language to english.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Available details indicate that the customer performed operation check, then the language returned to normal. The asp evaluated the device and determined that the issue occurred due to a software malfunction which was resolved by performing operational check. Based on the information available and the testing conducted, the cause of the reported problem was due to software malfunction. The reported problem was confirmed. The customer performed the operational check and device returned to service. It has been concluded that no further action is required at this time. I